Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal posterior tibial artery. A 2.5mm x 80mm x 150cm coyote balloon catheter was advanced for dilation. However, upon inflation at about 3 atmospheres, the balloon ruptured. The procedure was completed with a 2.5mm x 100mm coyote balloon. No patient complications were reported and the patient's status was fine.